Event description:
It was reported by the customer that were receiving green cable errors and that the connection with the green cable was very loose during a breast biopsy. They were able to complete the case with the same holster by manually holding that cable in place with no patient consequence.

Manufacturer narrative:
The analysis site confirmed the customer complaint and found the green cable lemo connector was worn and the shroud was damaged. To correct the customer complaint, the green cable lemo connector was replaced, and the site replaced the damaged shroud. The unit passed all qa functional testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.